Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings: 114 is based upon the evaluation of user facility; 213 is based upon visual and functional testing of the returned sample. H6: investigation conclusion: 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy properly. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal closure deployment was unsuccessful after a left heart catheterization (lch) procedure. The device pulled out of the arteriotomy after following proper deployment protocol. User states the footplate never deployed out of tube, so device just came out. Manual pressure was utilized, and case was completed normally. The patient was in stable condition. The case was completed normally. There was no patient injury or surgical intervention required.